Manufacturer narrative:
Qn# (B)(4). The customer provided a photo of the returned complaint sample. White tape was observed on the juncture hub of the catheter in the image which appears to indicate the location of the reported crack. The customer returned one hemodialysis connector piece for investigation. The connector piece had significant signs of use in the form of biological material and adhesive residue. Visual examination of the connector piece did not reveal any cracks or separations in the juncture hub or the rest of connector piece. The connector piece was leak tested by injecting water into each extension line using a lab inventory 10 ml syringe, while the silver prongs were occluded. No leaks were observed from any region of the connector piece, including where the customer had applied tape. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this complaint states that all chronic dialysis catheters should be used as bridge devices and are not intended for extended use unless no other hemodialysis access options exist. The IFU warns that the green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. The IFU also warns to ensure that hub connection assembly cannula is fully seated into catheter and that no cannula is visible. Failure to do so could compromise compression of catheter onto connector and catheter separation could occur. The reported complaint of a cracked juncture hub could not be confirmed based on visual examination and functional testing of the returned sample. The returned connector did not leak during functional testing and met visual requirements. A device history record review did not reveal any manufacturing related issues. No problem was found with the returned catheter; therefore, no further action will be taken.

Event description:
The customer reports the juncture hub was found broken during usage of hemodialysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the juncture hub was found broken during usage of hemodialysis.